Event description:
Philips received a complaint from the customer on the v60 indicating that the device was not powering on. It was reported that there was no patient involvement at the time the issue was discovered. A quote was sent to the customer for evaluation and repair. A philips service engineer was not able to evaluate nor repair the device given that the customer did not accept the quote; therefore, no work order was generated. The customer stated that service was not needed and ordered the power management (pm) board. This case was created for parts order only. The pm board was ordered to resolve the reported issue and will be replaced. Per a good faith effort (gfe) response, the front bezel replacement needed to be completed beforehand for preventive maintenance. The repair for this device cannot be conducted at this time due to a backorder status of a part (pm pcba) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.